Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Five events were reported for this quarter. Three devices were received. Two events were duplicated. One device was found to be affected by a shattered bearing. One device was found to be affected by corrosion. The reported event was not confirmed for 1 device; the device was found to be within specifications for the reported event. One device was available for evaluation but has not yet been received. One device was not available to stryker for evaluation. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 5 malfunction events, in which the device overheated. Three reported events had no patient involvement; no patient impact. Two reported events had patient involvement with no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale: corrected data: 1 previously reported event is included in this follow-up record. Product return status: 1 device was received for evaluation. Evaluation status: 1 event was not confirmed during testing; however, the device was found to be affected by debris. Additional information: 1 device is not labeled for single-use. 1 device was not reprocessed and reused.

Event description:
This report summarizes <noe> 5 </noe> malfunction events, in which the device overheated. 3 reported events had no patient involvement; no patient impact. 2 reported events had patient involvement with no patient impact.